Event description:
During a cerebral angiogram and planned embolization of aneurysm, we introduced a phenom .027" microcatheter over a synchro 2 microwire. This was placed through a 5f sofia 125cm intermediate catheter. This system was introduced in the standard triaxial system on flush lines into the benchmark catheter. During advancement, fluoroscopy demonstrated the distal tip of the microcatheter moving independently from the microwire. The system was immediately removed from the patient. Branch views demonstrated the microcatheter tip in a distal right m4 vessel. On the back table, the tri axial system was interrogated and compared to a normal phenom .027" microcatheter which allowed us to ascertain that 15mm of the distal end of the microcatheter was missing and was the foreign body visualized on fluoroscopy. We repeated digital subtraction angiography which showed the distal tip of the microcatheter lodged in a distal m4 on x-ray. It also demonstrated excellent anterograde flow in this m4 vessel proximal and distal to the catheter tip. Manufacturer response for phenom 27 microcatheter, (brand not provided) (per site reporter). Pending evaluation.